Manufacturer narrative:
Investigation completed 08/01/2017. Device history record reviewed for work order /(B)(4) lot/ 129 manufactured on 12/26/2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. Evaluation was unable to conclusively verify customer information as valid. The unit was tested according to the manufacturer's instructions and the specified error could not be detected. The locking mechanism has easy play, small parts are worn out. Root cause is damage and worn component parts in the locking mechanism. Unit is being repaired with replacement parts.

Event description:
A patient's head moved in the mayfield infinity skull clamp (a1114) while being positioned. The patient received a cut of approximately 5 cm. The patient was undergoing a planned craniotomy surgery and was placed in a half sitting position. It was reported that before connecting the clamp to the base unit / swivel adapter that the head moved while the surgeon was holding the clamp with the head. Additional information request was sent and on 13jul2017, 27jul2017 and 28jul2017, the following was provided: the location of the laceration was 2 fingers above the right ear (temporal lateral). The patient was sewed. There was a surgical delay of 10 minutes. No other information provided.